Event description:
It was reported the ¿patient could not get any benefit of deep brain stimulation (dbs) on the right side of their body.¿ impedance testing was performed and found ¿high impedances on that side.¿ the patient¿s programming was adjusted and their voltage increase, however there remained no response for the patient. As a result, the patient¿s physician decided to replace the lead the day prior to report due to ¿breakage.¿ there was ¿no¿ patient death or injury due to the event. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3389s-40, implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the lead found ¿all conductors were segmented at a breach cut in the outer insulation 9.1 cm from the distal end.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.